Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to customer's blood glucose customer reverted to using an alternate method of insulin therapy.